Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced bent cannula event on (B)(6) 2026, due to which the patient faced hyperglycemia event. The patient went to emergency room and got hospitalized. The duration of hospitalization was for less than 24 hours. The blood glucose level was 515 mg/dl at the time of event and got treated with intravenous infusion and insulin by pump. The site location was abdomen. Patient experienced the symptoms of vomiting and abdominal pain at the time of the event. The patient was tested positive for ketones and the results were 2 mmol/l. No further information available.